Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
In 2009, device was dismantled and the serial number was found a 2625, 21mm an edwards valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
The following was reported by sales representative via e-mail. The complaint reads as follows: ¿strange one - two valves were explanted, only one is known as ours. The surgeon asked us to take a look on the one that is not known to see if it is ours. Date of explant - 2009. I believe¿ I was called afterwards and waited to find out if either valve was ours. The valves were analyzed by the hospital." It was initially determined that this was not an edwards device as there was no information and the sales rep had no further information. On 09/04/2009, we were informed by the eval that this is an edwards device, and we are waiting for it to be dismantled to determine the serial number. No DHR review can be done until the serial number is known. No model/size known. Implant date is unknown. This was determined reportable per edwards lifesciences procedures. Customer letter is required..

Manufacturer narrative:
Evaluation summary: two tears are detected at the free margin of the right coronary leaflet and one tear at the left coronary leaflet. They measure to approximately 3-4mm. The node of aranti in the right coronary leaflet is missing. Host tissue overgrowth is minimal to moderate at the tissue inflow; it encroached onto the tissue and into the orifice, at the greatest distance of approximately 2mm. Host tissue overgrowth is moderate to heavy at the stent inflow. Minimal calcification is detected in the x-ray along the attachment. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information; however, no additional information was provided, device was returned for evaluation.